Event description:
It was reported by the patient's attorney that the patient underwent a second surgical procedure for removal of excessive bone growth and revised lumbar fusion with implant of rh-bmp2/acs. Allegedly the patient's condition worsened after the surgery.

Manufacturer narrative:
Review of radiographic images found the following: (B)(6) 2009 CT shows axlif fusion with facet screws at l5-s1. Bone appears within canal displacing s1 root on right dorsally. No communication between anterior procedure and canal annulus was not penetrated. This was after op1 graft. Studies also show c5/6 acdf with good position of peek and plate/screws not apparently medtronic products. Ap/lat x-rays of (B)(6) 2009 (date of revision). Axlif and facet screws are unchanged. Interspinous process plate l5-s1 added.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4)

Event description:
At 588 days post-op, the patient presented with pain. An x-ray of the thoracic spine indicated "there is normal alignment of thoracic v vertebrae. There is no compression or disc space narrowing. The pedicles are intact. There is no localized widening of the paraspinal line." X-ray of the cervical spine indicated "there is anterior plate fixation at c5 and c6. There is a disc prosthesis at the c5-c6 level. There appears to be narrowing of the disc space at c5-c6. The remainder of the cervical discs are of normal height. The spinous processes are intact. There is no prevertebral soft tissue swelling." X-ray of the right wrist indicated "the bones of the wrist are intact. There is no joint space narrowing. There is no soft tissue calcification. Normal right wrist." X-rays of the left hand indicated "there are no bony or soft tissue abnormalities. There is no joint space narrowing. The bones appear normally mineralized. Normal left hand." X-rays of the right hand indicated "there are no bony or soft tissue abnormalities. There is no joint space narrowing. Normal right hand." Bilateral x-rays of the knees were performed due to complaints of pain and numbness in both knees. The films indicated "there is no significant joint space narrowing. The articular margins are regular. There is no joint effusion. There are no osteophytes. Normal right knee" normal left knee." At 632 days post-op, flexion and extension x-rays of the lumbar spine were conducted due to lumbar pain and pain in the limbs. The films were interpreted as follows: "there is moderate narrowing of the lumbosacral junction. There is a solid-appearing anterior and posterior fusion at the lumbosacral junction. The anterior fusion is with a large bore threaded screw. The posterior fusion is with small threaded screws traversing the facet joints and a midline posterior fixation device. The fusion appears solid on lateral flexion and extension views. There is no significant motion at the lumbosacral junction. There is limited motion at the remaining lumbar levels." At 919 days post-op, a CT of the lumbar spine was interpreted as follows: "there is hardware noted posteriorly and anteriorly bridging l5 and s1. The t12-l4 disc levels appear normal. At l4-l5, a broad-based disc bulge of 2.0 mm is noted without thecal sac effacement. There is slight facetal hypertrophy at this level. At l5-s1, a hardware post is identified bridging l5 and s1. Posterior hardware is noted as well. The neural foramina are patent. The alignment appears normal." At 1054 days post-op, the patient presented with back pain, neck pain, chronic muscle spasms, insomnia, headaches, and anxiety. The patient reported "neck pain acute worsening of chronic condition" tingling/numbness down to fingers bilaterally." At 1060 days post-op, the patient presented to physical therapy for "evaluation of recurrent spinal conditions with an emphasis on participating in a future life care plan to determine future damaged." At 1136 days post-op, the patient presented with back pain. A CT scan of the lumbar spine was interpreted as follows: "the patient is post fusion of l5 and s1. Hardware is bridging the vertebral bodies of l5 and s1 in the substance of the vertebral bodies and there is also posterior hardware bridging l5 and s1. The vertebral bodies are in normal alignment. There is mild anterior osteophytic lipping noted at l2, l3, l4 and l5" incidentally noted is calcification in the retroperitoneum consistent with early vascular calcification. Normal alignment post l5-s1 fusion. L4 - l5 broad based 1.5-2.0 mm disc bulge without thecal sac effacement." A CT of the thoracic spine indicated "no significant osseous pathology is identified" the soft tissues appear grossly unremarkable. No thoracic spine disc disease is identified."

Manufacturer narrative:
(B)(4). The device or applicable imaging studies have not been returned to medtronic for evaluation. Unable to determine cause of the reported event.

Manufacturer narrative:
A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event.

Event description:
It was reported that the patient underwent an l5-s1 axialif using op-1 bone morphogenetic protein and axialif distraction rod, due to degenerative disc disease with associated discogenic pain. An unknown time post-op, the patient presented with right leg pain and low back pain. CT scan demonstrated what appeared to be nonunion at the l5-s1 level with an excessive amount of bone graft growing into the right foramen. At 290 days post-op, the patient underwent a right l5-s1 hemilaminectomy/foraminotomy, removal of bone graft within l5-s1 foramen, and l5-s1 arthrodesis. The patient was diagnosed with right l5-s1 stenosis secondary to bone graft and l5-s1 non-union prior to the revision surgical procedure. Intraoperative findings included l5-s1 nonunion with right l5-s1 foraminal stenosis secondary to large bony osteophyte/bone graft. Per the operative notes, "the s1 nerve root itself appeared to be quite compressed by bone graft material." Rhbmp-2/acs was packed on the posterior elements of the decorticated bone. Reportedly, the patient continues to experience pain and ectopic bone growth after the second surgery.